Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to investigate. While at the facility, the service was unable to reproduce the issue. During the investigation, several temperature probe wires were found crossing the power switch. The wires were reconfigured and subsequent testing confirmed that the system was working according to specification. No further action is deemed necessary.

Event description:
Sorin group (B)(4) received a report that the heart/lung machine stopped halfway through a case. The system was power cycled and the case was completed without further issues. It was also reported that there was no patient injury.